Event description:
It was reported that unknown material was observed inside of the off line reservoir of vamp flex during use. No patient injury was reported.

Event description:
It has been reported that a secure ii bed brake assembly has shoulder bolts falling out and the lift motor mounting bolts are also reportedly falling out.

Manufacturer narrative:
Evaluation summary: customer report was not confirmed. Rec'd (1) vamp flex syringe without any attached component. About 1 ml of blood was inside the syringe (see attached photo). No contaminant was found due to blood. Blood inside the syringe had begun clotting partly at the time it was received, therefore, it was determined that it was difficult to distinguish contaminant from clot. Moreover, evaluation was not performed to avoid exposing blood.